Manufacturer narrative:
Patient demographic unknown. Replaced power communication cable and camera per RMA, due to reports of camera not tracking correctly. Screen flickered when cable was moved. Replacing camera corrected issue.

Event description:
Medtronic representative reported the site has a short in their power communication cable causing the camera to not track correctly. Event occurred during surgery and the surgeon discontinued the use of navigation and surgery and is re-scheduling the procedure for another date.